Event description:
The customer reported approximately one milliliter of clear, colorless diluent leaked from underneath the instrument and onto the countertop during the rinse process of the probe involving the coulter® act diff 12 analyzer. The customer was in preparation for quality control (qc). Patient results were not generated or impacted. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer performed troubleshooting but the issue remained. There is a risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced pinch valve lv10, vacuum pump, aspiration probe, probe wipe, and vacuum chamber to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications. Wipe, chamber. (B)(4).